Manufacturer narrative:
(B)(4). It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, and neuromuscular problems. It was reported that the patient underwent revision on (B)(6) 2014 by dr. (B)(6). Due to pain from vaginal mesh.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.